Event description:
I am a practicing physician had aquablation on (B)(6) 2025 had prostate 186.78 grams only 33.28 grams removed. 28 grams sent to pathology difficult post op. Went for regular check up on (B)(6) 2025 at my family physicians' office. Creatinine 1.36, egfr 51 ultrasound on (B)(6) 2025 showed hydronephrosis and kidney cyst 2.3x2.3x2.3. Prostate size 153.5 grams. On (B)(6) 2025, creatinine 1.15, egfr 62. Urine albumin /creatinine ratio 89 mg/g creatinine I believe: aquablation machine programming is not good. Continuous pressurized water and vibration is affecting the kidneys in a negative way. They are not checking the kidney functions after the surgery because they know it is going to be not good. Luckily, I had healthy kidneys before the procedure. I believe this device and the procedure needs to be reevaluated. Education of physicians on this apparatus and procedure should be more serious. I was submitted to urolift first with failure then aquablation with failure now I am going to have holep procedure in (B)(6) clinic. I was in much better condition before 3 urologist and 2 surgeries. All these things are making the patients worst and costing medicare major expenses. I am a physician specialized in orthopedics and anesthesiology. I have never observed that before. Patients need help. Not the businesses. Thank you. (B)(6).